Manufacturer narrative:
No conclusion code available. Final analysis confirmed the reported field event of extended charge time in the laboratory. The device was tested on the bench and an anomalous transistor was found to be the cause of the reported extended charge time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, an alert was delivered for an extended charge time. Upon analysis, the charge time was in normal range. The device was explanted and replaced due to normal eri. The patient was stable post procedure.